Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient stated the sensor wire detached and remained under their skin in their left arm. The patient's had surgery on (B)(6) 2022 to have the sensor wire removed with anesthesia. At the time of the report, the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).